Event description:
Dr was using the valeo pl system and was in the process of selecting a trial to determine the appropriate implant height when the inner shaft of the t-handle on the modular trial instrument broken at the threaded rod-modular trial interface. The trial was wedged into the disc space and the dr had difficulty in removing it. He used a midas rex to remove the trial. There was a delay of surgery. The dr packed the space with bone graft.